Event description:
It was reported that during a coronary revascularization procedure, a vessel perforation occurred. In 2009, the patient underwent repeat angiography revealing a 95% restenosed, lesion of the proximal left anterior descending (lad) artery and a 95% restenosed 3.0x5mm of the right coronary artery (rca). The next day, the patient underwent revascularization. Ivus revealed a severe calcification within the rca. The vessel required adjunctive rotational atherectomy using two rotoblator burrs, and placed a non bsc stent, resulting in 30% residual stenosis. Post procedure, the patient was treated with analgesia for pericardial effusion and was transfused with 2 units of hemoglobin. Two days later, the patient was discharged on asa and clopidogrel. Per the site, a small perforation may have caused the pericardial effusion to built up to symptomatic tamponade.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.